Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery had prematurely depleted. The device was explanted and replaced. It was reported the right atrial (ra) lead had chronic high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.